Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during the first inflation, the balloon ruptured. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. At 5mm proximal to the tip of the balloon, there was an 11mm longitudinal tear to the balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during the first inflation, the balloon ruptured. There were no patient complications reported.